Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving clonidine(1000 mcg/ml at 287.4 mcg/day) bupivacaine(10 mg/ml at 2.874 mg/day) baclofen(1000 mcg/ml at 287.4 mcg/day) and dilaudid(8 mg/ml at 2.2993 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was admitted to the emergency room due to the pump alarming and experiencing withdrawal symptoms. A motor stall was seen during interrogation of the pump and the hcp saw the service code "99-100". It was reported that the patient did not recently have a magnetic resonance imaging performed and the caller was pretty sure that the hcp had ruled out emi(electromagnetic imaging)/magnet source for the cause of the stall but could not confirm at the time of the call. Per the call the patient's withdrawal symptoms were managed and they were out of the emergency room. It was noted that the patient was only visiting so the healthcare provider (hcp) that checked the pump was not the normal managing hcp. The pump alarms were silenced and the pump was programmed to minimum rate. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a device manufacturer representative indicated that the cause of the motor stall was unknown. It was reported that the pump remained implanted on minimum rate and the patient was instructed to give all information to his managing provider to decide if they will continue therapy. No further complications have been reported.

Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train. Analysis also identified the teeth on gear wheel three were worn. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via the manufacturer representative (rep). It was reported the pump was replaced on (B)(6) 2019. The rep was in possession of the device and planned to return the pump to the manufacturer for analysis. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the motor stall issue. It was reported the issue was resolved at the time of the report ((B)(4) 2019) and the patient's status was provided as alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was stated the pump was still stalled. The logs were checked and a restart was attempted on (B)(6) 2018 and (B)(6) 2019 with no success. The issue was not resolved and surgery was planned but not scheduled. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.